Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item has been requested to be returned. Upon receipt and product eval, a follow-up report will be sent to the FDA. Corrective actions initiated to address late submission. This report filed (B)(4), 2011.

Event description:
Pt underwent primary hip procedure on (B)(6), 2008. Revision procedure was performed on (B)(6), 2011 due to pain. It was noted that the cup shell had been implanted in a vertical angle higher than 50 degrees. No further complications have been reported.